Event description:
It was reported that the bed collapsed on the head section of the bed. The dealer had just delivered a brand new bed. Shortly after set up the cable in the head board broke causing the bed to fall flat. This incident he claims has complicated injuries he sustained from a fall off a ladder. Ra # issued for product to be returned and evaluated.